Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was not returned for evaluation. Purge leak pump: based on the findings from data log review, the root cause of the purge leak - pump was determined to be no problem found.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported an automated impella controller (aic) displayed de-air purge incomplete and did not proceed. The aic was replaced. Upon investigating the aic, the engineer found that the issue could be related to the pump and possibly the purge cassette. There was no patient harm.